Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Evice expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needles was difficult to operate. The following information was provided by the initial reporter: needle case was difficult to install.

Event description:
It was reported that the bd micro-fine¿ pro pen needles was difficult to operate. The following information was provided by the initial reporter: needle case was difficult to install.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.